Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, she experienced high blood glucose; treated with insulin pen. Customer stated that the device was going through batteries at a rapid rate; they lasted less than a day. Blood glucose value was over 500 mg/dl; customer believes the battery was too weak and the device was not functioning. Current blood glucose value is 206 mg/dl. She changes the battery every three days. Customer does not used the sensor feature, she does not perform excessive button pressing, the backlight is not used frequently. Nothing further reported.